Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that four bands deployed at once during the procedure. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 facility name: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment. The device was not returned for analysis; however, media review confirmed the event description by showing four bands deployed in the same portion of tissue. The reported code bands premature deployment was confirmed. Device history record review verified the device met manufacturing specifications and no deviations were found. Risk review confirmed this event is documented in risk analysis. Based on the available information and lack of device return, there is insufficient evidence to determine whether the issue was due to physician technique or device malfunction. Therefore, the most probable cause is classified as cause not established.

Manufacturer narrative:
Block e1 facility name: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that four bands deployed at once during the procedure. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.